Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint was not confirmed. One unpackaged ar-9676 angled reamer drive shaft batch number: 022339 was received for investigation. The mating part ar-9597-10 angled reamer sleeve batch number: 37622247 was received separately from the angled reamer drive shaft. Upon visual investigation, it was noted that the ar-9676 had striations along the distal end of the shaft. A most likely cause can be attributed to wear and tear incurred over repeated usage. Functional testing was performed with the ar-9597-10 batch number: 37622247 and it was noted that the ar-9676 was able to attach and detach from the ar-9597-20 angled reamer sleeve easily. No problem found. Refer to investigation photos.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/05/2024, it was reported by a sales representative via (B)(4) that an ar-9597-10 reamer sleeve and ar-9676 reamer shaft are stuck. This occurred after use in a case with no patient effect.